Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was deployed in the infrarenal ivc without incident for dvt and bilateral pe. Approximately eight months post filter deployment, a CT scan performed for abdominal pain demonstrated the filter in stable position with limbs extending beyond the confines of the ivc wall. One filter limb extended into the lumen of an adjacent small bowel loop and other limbs extended medially, posterior and anterior to the aorta. The filter apex also appeared to be embedded into the ivc wall. There was no evidence of retroperitoneal hematoma. The case was discussed with other physicians and it was decided that before proceeding with any procedures, the patient¿s coagulopathy needed to be reversed. Two days later, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using a micropuncture technique. A venacavagram was performed demonstrating no thrombus within the ivc and the filter hook incorporated into the ivc wall. Multiple attempts to release the filter hook from the ivc wall using multiple snares, catheters, wires and an angioplasty balloon were unsuccessful. After more multiple attempts using multiple catheters, wires and an angioplasty balloon, the filter was successfully retrieved. A completion venacavagram demonstrated patency of the ivc and no evidence of contrast extravasation. All devices were withdrawn and hemostasis was achieved with manual compression. A pathology report described the ivc filter as a 4.9 x 2.4 cm blue metallic stent like device with multiple attached wires measuring less than 0.1 cm in diameter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. A vena cava filter was successfully deployed. Eight months post filter deployment, a CT scan performed for abdominal pain demonstrated filter limbs to be extending beyond the confines of the ivc wall. The filter apex also appeared to be embedded into the ivc wall. Two days later, after multiple attempts with multiple catheters, wires, and a angioplasty balloon the filter was able to be removed. Based on the medical records provided the investigation can be confirmed for a tilted filter, perforation of filter limbs, and difficulties removing the filter. The filter likely had retrieval difficulties due to the angulation of the filter. It is unknown how the filter became tilted based on the information provided. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU(instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight months post vena cava filter deployment for dvt and pe, a CT scan performed for abdominal pain demonstrated a tilted filter with limbs extending beyond the confines of the ivc wall. One filter limb extended into the lumen of an adjacent small bowel loop and other limbs extended medially, posterior and anterior to the aorta. There was no evidence of retroperitoneal hematoma. Two days later, multiple attempts were made using multiple devices to remove the filter in its entirety. A completion venacavagram demonstrated patency of the ivc and no evidence of contrast extravasation. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.